Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: ¿the stapling didn¿t occur properly.¿ did the device staple? If the device stapled was the staple line complete? If the device stapled what was the appearance of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut was the cut line complete? Please explain what is meant by, ¿fail in the locking system?¿ on which firing did the event occur? Is the device available for return?

Event description:
It was reported that during a colectomy procedure, in the moment of the stapler use, the stapling didn't occur properly once the load locked despite all recommended care had been taken. It was necessary to change the load to finish the stapling. It occurred fail in the locking system. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. It is unknown if one device will be returned.